Manufacturer narrative:
Device evaluated by manufacturer - visual and microscopic examination of the returned device revealed that the radiopaque distal tip of the protection wire was found slightly curved; it was not damaged or stretched. Approximately 18 cm of the distal portion of the wire was sticking out of the delivery sheath, when measured from the distal tip of the protection wire. The filter bag was found deployed. Blood was found on inside of the delivery sheath. The wire was found curved and kinked approximately at 124 cm, 125 cm, and 130 cm, when measured from the distal tip of the protection wire. The sheath was found kinked approximately at 119.5 cm, when measured from the distal end of the delivery sheath. The cis technician was able to perform the sheathing/unsheathing test successfully. The filter bag was successfully retracted and then deployed; the filter bag was observed to be in good condition and met specification. The peel away test was also performed successfully, no anomalies were observed. No manufacturing defect or nonconformance was found on the returned filterwire device that could have caused the complaint event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, the filter was removed in an open loop state. Access was gained via the femoral artery. The target lesion was located in the extracranial internal carotid artery (ica). The filterwire ez¿ was placed through a 6f mach1 guide catheter. The filter torque device was tightened at the valve of the hemostatic adapter to keep the wire in position during the filter deployment. The removal of the filter delivery sheath was very difficult and required several attempts and strong pulling force to deploy the filter. Due to the excessive force the wire developed several kinks within the hemostatic adapter hence the delivery sheath could not be fully removed from the wire. The adapter was detached from the catheter and the open filter was pulled back into the guiding catheter through the stenosis. The procedure was completed with another filterwire ez¿ device. No patient complications were reported and the patient status is stable.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, the filter was removed in an open loop state. Access was gained via the femoral artery. The target lesion was located in the extracranial internal carotid artery (ica). The filterwire ez¿ was placed through a 6f mach1 guide catheter. The filter torque device was tightened at the valve of the hemostatic adapter to keep the wire in position during the filter deployment. The removal of the filter delivery sheath was very difficult and required several attempts and strong pulling force to deploy the filter. Due to the excessive force the wire developed several kinks within the hemostatic adapter hence the delivery sheath could not be fully removed from the wire. The adapter was detached from the catheter and the open filter was pulled back into the guiding catheter through the stenosis. The procedure was completed with another filterwire ez¿ device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).